Event description:
Patient involved in a mva on (B)(6) 2021 and taken to the operating room on (B)(6). On (B)(6) a sponge was found in the pt's pelvis during a pelvic orif. The sponge piece (blue cloth loop) was the piece that was removed. On (B)(6) when the patient returned to the operating room for removal of packing all counts were correct. It was determined that on (B)(6) when the orthopedic surgeon applied a plate and screw into the pt's pelvis he had applied the screw threw the blue cloth loop portion of the sponge causing the blue cloth loop to wrap around the screw. This was only noticeable when the plate and screw was removed on (B)(6).